Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. Three (B)(6) samples came out slightly (B)(6) after running an (B)(6) sample that was confirmed (B)(6). No specific data was provided and no impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing ln 08c94-42 sample probe. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
4 sids were provided, still no data was included. 121531968, 121535368, 121517268, 121517368. (B)(6) control lot used: 85245l100. (B)(6) calibrator lot used: 79188l100. (B)(6) reagent lot used: 91133l100.